Manufacturer narrative:
(B)(6) 2011: additional investigation from edwards utah engineering: the debris was received at edwards utah and an investigation was initiated by quality engineering and manufacturing engineering. Additional information was requested regarding the event. Per edwards (B)(4), the customer indicated the hole debris was noted before insertion and the device was used after removing the debris. The device was not returned from the hospital, but the removed debris was returned for evaluation. Additional information provided by the sales representative is as follows: the debris was found at only one of the holes of cannula body. The hole had not been completely cut out and the debris (the piece inside of hole) was still partially connected with the cannula body. The debris was not found fitted in the hole but protruding/pushed outward or inward from the cannula body. Since the customer reported to the sales representative that they had removed the debris by hand, it is likely that the debris was protruding outward. The debris was disc shaped and arched which is consistent with the remnants produced from the catheter hole punching process for the e060 vent catheters. The disc was asymmetrical and was measured with a calibrated optical comparator. The maximum dimension was 0.15665" and the minimum dimension was 0.14400". The hole specification for the e060 vent catheter is 0.120" (B)(4). A comparison of the returned slug with remnants from an e060 work order in process ((B)(4)) produced a match therefore the debris is likely from the e060 catheter and the issue is considered a manufacturing defect. A CAPA was initiated to address the root cause which led to the incomplete hole punch.

Event description:
It was reported that "the hole on the catheter body was not completely cut out and its debris was found on the device during set up." The debris was noted before insertion and the device was used after removing the debris. The device was not returned from the hospital, but the removed debris will be returned for investigation.

Manufacturer narrative:
Device evaluation performed by edwards (B)(4): received (1) transparent, arched plastic disk. Reported defect of "the hole on the catheter body was not completely cut out and its debris was found on the device" was not confirmed since the cannula was not returned. The disc was measured by lab scale (B)(6), 0.177" in width and 0.138" in length, but accurate size was not obtained since the disc was arched. We could not conclude whether or not this disc was from the cannula body. The sample was sent to (B)(4) for further investigation. A device history record review was completed for lot 58808886 and this device met all specifications upon distribution. A product risk assessment was initiated for a an incomplete hole punch in which the remnant remained on the device. This investigation is still open and not yet complete by edwards (B)(4) engineering.